Event description:
It is believed that the medtronic ICD that was implanted in my mother failed causing her untimely and premature death. Currently in litigation. I have included all the device info on a separate from enclosed. I am reporting this to document what happened to my mother and to alert health care professionals about the possibilities of the re-occurrence of failure for this implant. Additionally alert the FDA to begin, or continue tracking the history of this device and its malfunction history. Please know it is still under litigation. Dates of use: implanted on (B)(6) 2017; died on (B)(6) 2017. Diagnosis or reason for use: dr's suggestion.